Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The customer reported not being able to test due to an error message and experienced the following symptoms: "felt lightheaded and had blurred vision". He reportedly self-treated by "eating some food". He did not require third-party medical intervention. The device has been returned and an investigation is in process. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). The product has been returned and an investigation is in process. Customers and retailers have been informed through the adc fa16may2006 letter.